Event description:
During an unknown procedure, the device was fired but the stapler line didn't form. The device would not release until handles were pried apart. There was no reported pt consequence.